Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test and weak battery. Customer stated that the battery compartment is damaged and corroded. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The insulin pump had a blank display due to corroded battery tube and battery cap. The insulin pump was unable to confirm failed battery test alarms and weak battery alarms due to blank display.